Manufacturer narrative:
Evaluation summary; operative notes were returned with the complaint for review however; they do not lead to a possible root cause. No devices or photos were received; therefore, the condition of the components is unknown. It is likely that the device exceeded its useful life based on the expiration date found in the device history records. However, based on the available information, a definitive root cause cannot be determined at this time. Evaluation: the device history records were reviewed and found conforming; indicating the device was manufactured, inspected and packaged to specifications. However, the device history records for art surf item# 5994-42-17 lot# 60018822 indicates device's expiration date was 02/28/2008 and the mdrif form indicates that this device was implanted on (B)(6) 2010. This puts the device approximately two years past expiration when implanted.

Event description:
It is reported that the patient was revised due to infection.